Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal product that is used in spinal fusion therapy. It was reported that the the handle screw thread was deformed, joint wear, tube retractor had poor fixation and bearing was deteriorated. There is no patient involved in the event and no further complications reported.

Manufacturer narrative:
H3: product analysis of part# 9560524, lot# my08m001 during incoming inspection, it was found that the handle screw's thread was deformed, the joint was worn, the bearing was deteriorated, and that the tube retractor fixing screw is idling and cannot be fixed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.